Event description:
It was reported that during a lap cholecystectomy the clip was fed into the jaws sideways from the 1st firing in the device. There was neither unexpected resistance nor noise in the device. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip jammed; the clip was removed and upon inspection, the jaws were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, eleven clips were fed and formed as intended; however, due to the misaligned condition of the jaws, seven scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.